Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. The device was intended to be used for treatment. It was reported that issues were experienced after a dressing change. No samples were returned for analysis. A potential root cause for this problem is that a sufficient seal was not re-obtained. This can be caused for a number of reasons including; - dressing not applied properly, without creases and fixation strips - connector not correctly fastened and secured to the pump - tubing trapped, folded over/kinked causing a blockage - dressing integrity has been compromised - skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin we have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pico device is not working at the time of dressing change. The machine didn't produce negative pressure suction. No patient harm reported. No delay reported. Unknown how the treatment finished.